Event description:
The customer reported the system failed to produce fluoroscopy x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A connection in the video chain was repaired. The system was tested and found to be working as intended and put back into service.